Event description:
It has been reported to philips that the system did not power on successfully. The issue was found during clinical use. No harm has been reported to philips.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the system was not in clinical use at the time of event. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not booting up and freeze at 00:00. The review of system log file showed that the host-pc could not connect to the flexvision-pc. Upon functional testing, it was found that there was intermittent failure of flex vision pc due to which there was delays in communication at startup and system stopping at 00:00 timer. The philips engineer replaced flexvision pc and battery to resolve this issue. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.